Manufacturer narrative:
This insulin pump was received with a blank display then a critical pump error (open book image). Failures have been isolated to the electronic stack.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 200 mg/dl at the time of incident and current blood glucose level was 206 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer not alleging that the insulin pump was under delivering. Customer performed displacement test and test was passed. The insulin pump will not be returned for analysis. Ozp-mmt-7020-snsr, frn-unk-rsvr, unomed set.